Event description:
The physician was post dilating within a stent he had just deployed in the right sfa with a sleek otw 5 x 120. He did a post dil in the distal part of the stent/sfa first and that went well, but then he did a post dil in the proximal portion of the stent/sfa and the balloon would not disinflate. In order for the balloon to disinflate, the doctor had to puncture it with a micropuncture needle through the groin using ultrasound and then he was able to pull the balloon through the sheath and out of the patient's body. The procedure was a success although the balloon did not disinflate, it had done its job and the doctor had completed the intervention.